Event description:
The pt reportedly had experienced sound percept problems and intermittency while using the device. The pt was seen at the implant center. At that time, external equipment was exchanged and progamming adjustments were made. A weel later the pt was seen at the center for device eval for a reported problem of no sound. Testing conducted confirmed that the device was not functioning. The implant surgeon requested CT scan and x-rays be taken. 4 days later, the pt was seen by a co rep for device eval. At that time, reimplant surgery was scheduled. The pt's device was explanted. The pt was reimplanted with another clarion device.